Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient related event, the device would charge but would not deliver defibrillation energy. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control downloaded and reviewed the device's electronic records which verified the reported issue. It was observed that the device shock button was being recorded repeatedly in the device record. It is most likely that the customer pressed the shock button too early (prior to the device completing charging) on multiple occasions, which caused the reported event. According to the device record on 2/15/2019 the customer pressed the shock button between 5 to 7 seconds after pressing the charge button. However, the root cause could not be determined conclusively due to the inability to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient related event, the device would charge but would not deliver defibrillation energy. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.